Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Reportedly, the customer reverted to an alternate method of insulin therapy.